Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Conductor wires were intact and not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, a frayed wire was identified on the pk dissecting forceps instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient.